Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) disconnected from the machine and then reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during drain 4 of 5. The hp disconnected from the machine and then reconnected. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and advised se 2240 indicated air entered the set up. The hp confirmed to call the nurse regarding the air detect alarm and missed therapy. There was patient involvement; there was no patient injury or medical intervention associated with this event.